Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 33 mg/dl at the time of the incident. The customer stopped using the pump when their doctor took them off the pump. The customer was given intravenous fluids to treat. The customer experienced symptoms such as making noises in their sleep, being irritated, and lethargic. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.